Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) got a crack a little off from the center of the iol. The lens remains implanted as it was determined not to have affected the patient¿s visual performance. There was no patient injury reported. The doctor thinks that if the iol is 23 diopter or more, the iol will be thick and there is a risk of excessive stress resulting in cracks when iol bending in container. It was confirmed that lubricant (competitor brand) was used and there was no leaving time due to setting after irrigation/aspiration (ia). Also, there was almost no leaving time for when the lens folded in the cartridge and that there was no problem when pushing the plunger. It was indicated that the intraocular lens extruded in a constant speed and the resistance during extrusion was not different from others. It was confirmed that the instruction for use/direction for use (IFU/dfu) was followed and there was no problem. No further information was provided.